Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening, creases, and red particles was found on the gel. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one opening in the shell with sharp edge/stress marks assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening in the shell with stress marks assessed as surgical impact opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., g.3., h.3., h.6.